Manufacturer narrative:
The device, used treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the spiked cross bar, cross bar screw and indicator cam pin came apart from the device. All pieces were returned except for the cross bar screw. The device was manufactured in 2015. The device exhibits signs of significant wear and usage. A medical investigation was conducted and this complaint from the united states reports that a femoral cutting block broke into 3 pieces during a procedure. All pieces were retrieved from the patient and there was no harm or impact to the patient. There was a slight delay of less than 10 minute to the case. The procedure was completed with a smith and nephew backup device. It has been communicated that no further information would be forthcoming. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the cut guide fell apart during the case. The surgeon was trying to get the cut guide in place, the spinning dial detached and the block fell apart into three pieces. The device broke inside the patient and all pieces were retrieved from the patient. The procedure was completed with a sn backup device. A slight delay of less than 10 minutes was reported. There was no harm to the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.